Event description:
It was reported that the customer should have been hospitalized for high blood glucose levels over 600 mg/dl, but the customer refused to go to the hospital. Customer called the paramedics on (B)(6) 2015. Customer treated with a manual injection. Customer declined troubleshooting and stated that everything was working okay. Customer has not worn her sensor because it won't stay on. Customer wears it on her leg and stated that it won't stay on. Customer stated that she can't keep it on her stomach. Customer's phone went dead. Customer was called back but did not answer. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.